Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned symmetry device. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was identified in the lumen which was indicative of a leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak distal to the distal edge of the distal markerband. The balloon material was visually and microscopically examined, and no issues were noted that could have contributed to the damage identified. No issues or any damage was noted along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein side. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein side. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.